Manufacturer narrative:
Returned device was received in poor physical condition. The deice had a faulty float switch, weak pump assembly, broken pcb missing parts and a leaking interlock block and block assembly. During the evaluation of the device, they found a stripped interlock block and block assembly. The faulty float switch, interlock block, pump, pcb, and block assembly were all replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a leak. No adverse events were reported.